Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10mmx2.75mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon second dilatation. The procedure was completed with a non compliant balloon and a stent was placed. No patient complications were reported and patient's status was good.